Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient reported to the site that he no longer receives the audible beeping tone when his batteries were less than 25 percent charged or when disconnected. The site coordinator asked the patient to disconnect a power source and confirmed that, after 40 seconds; there was still no audible queue as to the power source being disconnected. A new controller was sent which the patient exchanged himself. When the patient returned on the follow-up visit, the patient returned the controller. The controller was tested by site; it was placed on a mock loop and confirmed that no audible alarms could be noted with power disconnects.

Manufacturer narrative:
The reported event of an audible alarm failure was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis revealed that the device passed visual examination but failed functional testing as none of the controller's alarms were audible. Internal visual inspection revealed that the controller's speaker molex connector was marginally connected to the printed circuit board (pcb). Reconnecting the connection between the speaker and pcb returned the controller to proper operation. The most likely root cause of the reported event can be attributed to a marginal connection between the speaker and printed circuit board. This likely occurred during the assembly of the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.